Manufacturer narrative:
No report of patient involvement. An onsite biomedical engineer confirmed the reported complaint. The spring on the control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'absorber panel open' during pre-use checkout. There was no report of patient involvement.